Manufacturer narrative:
The reported event of header discoloration was confirmed. Interrogation of the device revealed the device was above eri when received.

Event description:
During an initial implant procedure, upon observation of the device prior to implanting, it was noted the header of the device was not transparent as it is typically. The device was not implanted, another device was used. The patient was stable.